Event description:
At (B)(6), handle outpatients. And conduct operations by themselves. During a routine follow -up on (B)(6), the physician observed noise on both a/v. He tried various tests to reproduce the event including isometric test, changing body posture, pushing the implanted device from outside, but failed. The patient 1-s own pulse appeared at 30 bpm, but she was admitted to hospital on the same day, because she was pacemaker dependent. On (B)(6), the physician implanted a new rv lead and replaced the pacemaker with a new one (current ra lead was used continuously). I (physician) think the removed lead caused the noise issue, but just in case, I hope you to analyze the returned pacemaker as well. Physician: (B)(6). (B)(6). Implant date: (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).